Event description:
It was reported that during the procedure, during an attempt to cross an eccentric, moderately calcified lesion in the non-tortuous distal left anterior descending artery, with a 2.75x28 xience v rx drug-eluting stent delivery system, resistance was felt, and force was applied. The 2.75x28 xience was removed without resistance from the anatomy. A kink was noted and the proximal shaft separated into two pieces outside of the patient anatomy. Dilatation was subsequently performed with a 2.75x20 unspecified balloon dilatation catheter, followed by implantation of a non-abbott stent. There were no patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) excessive force. Evaluation summary: device evaluation: analysis of the return device revealed that the shaft was separated/detached 20 cm distal to the strain relief tubing, thus confirming the incident. The fracture face was oval shaped and the jacket was stretched and jagged, suggesting tensile overload (material fatigue/stress). It was reported that force was applied when resistance was met. It should be noted that the xience v everolimus eluting coronary stent system states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the reported information, the shaft kink likely occurred as a result of the force applied by the physician and subsequent handling of the device contributed to the shaft separation/detachment. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there were no other incidents for shaft separation/detachment for this lot. Based on the investigation, no product deficiency was identified.